Manufacturer narrative:
The ventilator was investigated by our field service engineer. The air gas module was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided and the replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).